Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon deflation issues occurred. The 95% stenosed target lesion was located in a vessel in the moderately tortuous and moderately calcified shunt. A 6.0 mm x 40 mm x 40 cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion. However, after the second inflation at 6atm for 30 seconds, it was noted that the balloon could not be deflated. The inflation lumen could have been kinked. The device was removed from the patient¿s body in an inflated state. The procedure was completed with a 5.0-20/4.2/50 pcb 2 cm otw balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon, shaft, and bonds were microscopically examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded and deflated when received. Microscopic examination of the balloon and shaft revealed that there were numerous kinks and stretching throughout the shaft of the device. Functional testing was performed with an inflation device filled with water that was connected to the inflation lumen. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device; however, the balloon would not deflate. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon deflation issues occurred. The 95% stenosed target lesion was located in a vessel in the moderately tortuous and moderately calcified shunt. A 6.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion. However, after the second inflation at 6atm for 30 seconds, it was noted that the balloon could not be deflated. The inflation lumen could have been kinked. The device was removed from the patient¿s body in an inflated state. The procedure was completed with a 5.0-20/4.2/50 pcb 2cm otw balloon catheter. No patient complications were reported.